Event description:
Attorney alleges that the patient underwent surgery for a hernia/pelvic floor implant using an unspecified ¿marlex¿ mesh (bard flat mesh) in 1999. It is alleged that normal recovery had failed and the patient reported to the surgeon with complaints, including pain. It is also alleged that after laparoscopic surgeries, the surgeon informed that there was no rupture (hernia), that a mat (mesh) was still placed during anesthesia. The mat (mesh) was therefore improperly used and 'stuck' around the bowel. It is alleged that the patient experienced physical injury, pain, exhaustion and sickness. It was also alleged that the device was defective. Addendum per information alleged by the patient's attorney: (B)(6) 1999 - the patient diagnosed with perineal hernia euteocele (ureterocele) underwent laparoscopic surgery for the implant of hernia/pelvic floor using an unspecified bard/davol ¿marlex¿ (bard flat mesh). (B)(6) 1999 - the patient was discharged from the hospital. (B)(6) 2016 - the patient consulted with a surgeon due to chronic pain, who indicated that chronic pain in the abdomen and back can occur after the placement of the bard/davol marlex mesh and that the mesh is sometimes removed. (B)(6) 2017 - the patient had a hospital visit; physical examination, showed evident right-sided pain in the area of the coccygeus (coccyges) and the n. Pudentus (pudendal nerve) and also in the area of the mesh that can be felt behind the cervix.

Manufacturer narrative:
No conclusions can be made. As alleged by the attorney, the patient experienced post implant pain and adhesions, however, no specific details have been provided. The information alleges a "marlex" mesh was implanted into the patient. However, the information provided does not include a product code or lot number that would identify the product to be a bard/davol device. Without a lot number a review of the manufacturing records is not possible. Adhesion formation is a known inherent risk of surgery and is identified in the instructions-for-use (IFU) as a possible post-operative complication. Addendum: h.11: this is an addendum to the initial emdr submitted. This supplemental emdr has been submitted to report the corrected implant date based on additional information provided. Corrected fields: b3 (date of event), d6.a (date of implant). Note, as specific event date was not provided, the date of event is provided as a best estimate ((B)(6) 2016). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. As alleged by the attorney, the patient experienced post implant pain and adhesions, however, no specific details have been provided. The information alleges a "marlex" mesh was implanted into the patient. However, the information provided does not include a product code or lot number that would identify the product to be a bard/davol device. Without a lot number a review of the manufacturing records is not possible. Adhesion formation is a known inherent risk of surgery and is identified in the instructions-for-use (IFU) as a possible post-operative complication. Note, as specific implant and event date was not provided, the date of implant /event is provided as a best estimate ((B)(6) 1999). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for a hernia/pelvic floor implant using an unspecified ¿marlex¿ mesh (bard flat mesh) in 1999. It is alleged that normal recovery had failed and the patient reported to the surgeon with complaints, including pain. It is also alleged that after laparoscopic surgeries, the surgeon informed that there was no rupture (hernia), that a mat (mesh) was still placed during anesthesia. The mat (mesh) was therefore improperly used and 'stuck' around the bowel. It is alleged that the patient experienced physical injury, pain, exhaustion and sickness. It was also alleged that the device was defective.